Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4 batch # unk. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch #445c91. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, please reference the instructions for use for additional information. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 445c91, and no non-conformances were identified. Additional information was requested, and the following was obtained: what is the correct product code? Cdh29a. Are there photos of the anastomoses that can be shared to productcompaint1@its.jnj.com? No. Are there photos of the device that can be shared to productcompaint1@its.jnj.com? No was the washer fully cut? Yes. What were the indications for surgery? Colorectal cancer. What healthcare professional fired the device and what is his/her experience with the device? Surgical registrar, used only a few times before, but performed under direct step by step supervision of the consultant. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, in fact I leave it 30 seconds. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, once they were extracted they were complete and whole. The donuts within the head of the gun were viewed with a colonoscope once the gun was disengaged and were seen to be still attached to the colon at the 11 o clock position. Attempt was made to remove this endoscopically, but it was still attached by tissue. Was a complete transection of the white breakaway washer visually confirmed? Unable to confirm as the anvil had to be removed whilst still inside the patient. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. One staple seemed to be flattened and visible intraluminally at about 5 o clock. What is the current status of the patient? The patient is alive and has been discharged. The anastomosis was lower after it was taken down and redone, and ileostomy was required. Were there any issues experienced with the device in the initial surgical procedure? No how may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full turns. Was the orange tying area completely visible prior to attempting to connect the anvil to the device? Yes. What confirmation was received that the anvil was properly attached? Done under laparoscopic vision and clicked in place. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? No post operative complications. Appeared to be incomplete fire of the gun. No apparent tissue factors.

Event description:
It was reported that during an unknown procedure the stapler misfired. Stapler would not come out after firing. Had to open the gun and detach anvil whilst still in the patient. Gun was then taken out with anvil still left in the patient. Surgeon performed flexi scope and found the device had not fully cut through at 7 o'clock on the scope image. Also at 5 o'clock there was a malformed staple. Surgeon took down the anastomosis and had to resect. Surgeon had to take down the failed anastomosis and resect 4cm lower. Patient was given an ileostomy (albeit temporary) as a precaution increase operation time ¿ 3 hours. Surgeon has taken snapshots of anastomosis with flexi-scope. Breakaway washer appears to have a micro defect on it that may have contributed to the outcome.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2023. D4 batch # unk. B3: unknown; captured as awareness date. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the correct product code? Are there photos of the anastomoses that can be shared to (B)(6)? Are there photos of the device that can be shared to (B)(6)? Can you provide more detail on what is mean by micro defect in the washer? Was the washer fully cut? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current status of the patient? Were there any issues experienced with the device in the initial surgical procedure? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.